Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with mentor smooth round moderate profile 275cc saline prostheses experienced device migration, cutaneous contour deformity, skin reaction, and breast pain post procedure. There was a palpable bubble in the right breast and the breast seems to have migrated laterally. The left breast has a dip towards the bottom and is sitting high. The patient had a biopsy on one of her breasts and mammography was performed and no abnormal findings were present. Near the incision site the breasts are red, itchy, and there are welts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Since the side of the biopsy is unknown the surgical intervention is being captured under the right breast. If additional clarification is received in the future, then a supplemental report will be submitted. This report relates to the left breast. See 1645337-2021-08648 for contralateral prosthesis report.